Event description:
It was reported that the user¿s ilet displayed a high glucose reading after the user had the pump disconnected for approximately 20 minutes to charge, with no fingerstick confirmation available, recent meal a few hours prior, and no observed leaks or kinks in the infusion set or tubing. Symptoms included no reported clinical symptoms. Outcomes included no injury, no medical intervention beyond routine self-management, and no impact on daily activities. Investigation included a technical review with user troubleshooting and education regarding infusion set and system status. Investigation of this case revealed an undetermined cause of hyperglycemia with no device malfunction confirmed and use factors possibly contributing. It was concluded that the event was not confirmed to be device related and the cause remained unknown. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.